Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood. The dialyzer was subjected to a bubble point test; no leak noted. Although no leak was observed, this could likely be attributed to the device return condition. The dialyzer was then subjected to destructive disassembly for further visual analysis. This analysis confirmed the presence of a short fiber at the non-cavity ID end at approximately 110 degrees with dialysate port situated at 0 degrees. Further examination of the fiber bundle did not reveal any other damage or irregularities within the fiber bundle; specifically, loose fiber fragments, and/or kinked, or looped. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. No visual separations on the potting cut surfaces were identified. As no irregularities were identified during the visual examination or the bubble point test, the inferior surface of the non-cavity ID end potting was examined for a void. No void was present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. The short fiber identified during the visual examination may have allowed a leak pathway into the dialysate compartment. Therefore, the complaint event was confirmed.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported a blood leak occurred during treatment. The leak was reported to be an internal leak. The blood leak was visually observed in the dialysate and within the dialyzer. Blood test strips were used and tested positive. No damage was identified on the dialyzer. The machine did alarm. Estimated blood loss was 200ml. No adverse effects were experienced by the patient and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The sample was saved by the user facility and sent back to the manufacturer for evaluation.